Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable amh plus elecsys results for three patient samples from elecsys e170 modular analytics immunoassay analyzer serial number (B)(4). Patient 1 initial result was 1.36 ng/ml and repeat result with another reagent lot was 1.38 ng/ml. The sample was repeated on (B)(6) 2019 and the result was 0.37 ng/ml. On (B)(6) 2019, patient 2 initial result was 0.88 ng/ml and the repeat result with another reagent lot was 0.82 ng/ml. The sample was repeated on (B)(6) 2019 and the result was 0.42 ng/ml. On (B)(6) 2019, patient 3 initial result was 0.50 ng/ml and the repeat result with another reagent lot was 0.53 ng/ml. The sample was repeated on (B)(6) 2019 and the result was 0.17 ng/ml. The results were reported outside of the laboratory. According to the doctor, these amh results were clinically unlikely. There was no allegation of an adverse event. The customer suspected an interference due to repeated freezing and thawing of the samples.